Event description:
It was reported that the merling programmed would have an unintended electrical shock when the physician would touch the area near the power button. The programmer was replaced. There were no patient consequences.